Manufacturer narrative:
(B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima infusion adapter (c100-o) experienced leakage. The following information was provided by the initial reporter: material no.: 515078. Batch no.: unknown. In preparing the docetaxe for circle prime, when connecting the connector to the phaseal, the phaseal came out of the bag and approximately 75% of the chemotherapy (75ml) spilled into a supply container and onto the counter in the med prep room. A spill kit was obtained and utilized according to protocol. Another bag of docetaxel was requested from pharmacy for administration.